Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2015.

Event description:
It was reported that the right atrial (ra) lead fractured. The lead was noted to have high thresholds, no capture, high and undefined impedance, oversensing, and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.